Event description:
A report was received that the patient developed an infection at her lead incision site. The physician treated the infection with an aggressive treatment of antibiotics. The patient is reportedly doing well.